Manufacturer narrative:
The company representative observed fault code number 65 (safety vent failure) in the system diagnostic error log. She was unable to reproduce the alarm. The company representative replaced the k6a vent valve (part number 0119-00-0170). The iabp was calibrated and tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a system failure alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.